Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the breath delivery unit (bdu) printed circuit board (pcb) to resolve the issue.

Event description:
It was reported that a ventilator malfunctioned and an error code was displayed. There was no patient involvement.